Event description:
It was reported both systems were removed due to no longer having any positive effect on tremor. The patient had undergone implantation of bilateral ventral intermediate nucleus thalamic deep brain stimulators with initial relief of his tremor. It was noted that as symptoms had progressed the stimulators were no longer having any positive effect on the tremor and the patient had subsequently developed significant dystonia in addition to tremor which had indicated primary dystonia of the predominant diagnosis. The tremor was no longer responding to the stimulators. The stimulators were no longer in use and were nonfunctioning. Patient had removal of the entire systems which were nonfunctioning with plans to place bilateral globus pallidus stimulators in the future. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 6000032-2015-00021.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type extension; product ID 3387-40, lot # j0124807v, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type extension; product ID 3387-40, lot # j0118389v, implanted: (B)(6) 2001 , explanted: (B)(6) 2014, product type lead. (B)(4).